Event description:
It was reported that a request of this device battery data review was needed as it appeared that this device's battery was showing rapid battery depletion. It was noted that during recent follow up in (B)(6) 2020 the battery showed 20% and 1 year remaining, whereas in (B)(6) 2019 the battery was at 75% and 5 year remaining. A review of the device data confirmed that the power consumption of this deice was increasing abnormally the past year. The device should be explanted and replaced. Engineering noted that assuming the device behavior remains unchanged there was sufficient battery capacity to support therapy and replacement for at least ninety days. This device remains implanted. No adverse patient effects were reported.